Event description:
It was reported that during a laparoscopic gastric sleeve procedure, during the second firing with a green cartridge and gore seam guard. The two outer rows of staples on the patient side did not form. A second device was pulled and the surgeon cut the staple line out and completed the procedure with no patient consequence. The surgeon did state that the pouch was a little smaller than he wanted it to be.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with an ecr60g loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach . On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Second. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes. If so, which product? Gore. Was the instrument fired across or near an existing staple line or clip? No, continued the staple line. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device did not feel right to surgeon.